Event description:
It was reported that the 621p lens was inserted in the eye by the doctor. A broken haptic was observed. The lens with the broken haptic was removed from the eye during the same surgery. Device will not be returned.

Manufacturer narrative:
Based on the information provided and the risk assessment for the CT lucia 621p lens, the following factors may have contributed to the reported issue of the broken haptic, but are not limited to: -improper handling during surgery: even though no damage was noted during preparation, it is possible that the haptic could have been damaged during the surgical process. Variability in surgical techniques or handling of the preloaded injector system may have contributed to the haptic breaking during the implantation. -excessive force during injection: the broken haptic may have resulted from excessive force or improper technique while advancing the plunger in the preloaded system. If the plunger is pushed too forcefully, or if the lens is not properly aligned, it may cause stress on the haptic, leading to breakage. -inadequate ovd application: insufficient or uneven application of the ophthalmic viscosurgical device (ovd) may have increased friction during the injection process, potentially causing the haptic to bend or break under the stress of insertion. -dwell time post-preparation: if there was a delay between lens preparation and implantation, the lubricity of the ovd could have decreased, increasing the risk of mechanical stress during injection, which could have contributed to the damage. -without the return of the broken lens for evaluation, the exact root cause cannot be definitively determined. However, improper handling during the implantation process or variability in technique is considered a likely contributing factor. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release.